Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens implantation, lens that became stuck in the injector and second half/trailing haptic stuck in the cartridge. It was also stated that the surgery was completed using the same iol. Additional information has been requested.